Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, during a bimaxillary osteotomy the 1 x 1.4mm drill bit snapped in drill cylinders of posterior screw hole of a maxillary trumatch cutting guide. There was a ten (10) minute surgical delay. The procedure completed successfully by free hand, drilling through the plate when other screws fixed. This report involves one (1) matrix 1.4mm drill bit j-latch/8mm stop/44.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product codes: erl and dzi. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 03.511.248s, lot: 8l24718, supplier: früh verpackungstechnik ag, release to warehouse date: june 7, 2021, expiration date: june 1, 2031 . Non-sterile part # 03.511.248 lot # u373821 release to warehouse date: march 3, 2021 manufacturer: selzach supplier: orchid bridgeport a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.